Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The assignable cause for the leak is due to a miss loading of the set which caused the tubing to get cut/leak. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a secondary set was leaking from the top part of the tubing. The event occurred while the set was being primed. There was nothing unusual noted with the set. Crystalloid solution was being used with the set. There was no report of patient/user injury or medical intervention in association with this event. Additional information is not available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was spiked into an in-house 1000ml solution bag containing distilled water and primed. This test identified a leak approximately 27 inches below the drip chamber. Microscopic inspection show that there were several cuts in the tubing, one of these cuts being the source of the leak. This confirmed the reported condition. The tubing was placed into a flo-gard channel. The position in which the cuts lined up to the pump door pinch points showed that the tubing had been misloaded. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Examination of the cuts revealed that they were consistent with being the result of misloaded tubing; however, the cause of the misloading could not be determined. Should additional relevant information become available, a supplemental report will be submitted.